Event description:
The customer contact reported that during preventive maintenance testing at use facility, the device did not pass the occlusion test. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.